Event description:
(B) (6) reported to smiths medical international (B) (4) that the line detached from the luer lock connection of the 3-way stopcock (pt's side). This was found during setup. The actual sample is not available. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is (B) (4) and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (B) (4) by smiths medical international in (B) (4). The finished product is further assembled, packaged and sterilized by smiths medical international. Samples have been received from the customer; however, smiths has not yet completed its investigation into this matter. A f/u report will be submitted as soon as the investigation has been completed.